Event description:
It was reported that both the atrial lead and the right ventricular (rv) lead were undersensing. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-45 lead, implanted: (B)(6) 1998. (B)(4).